Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump passed basic occlusion test and displacement test. However, the insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump was unable to perform excessive no delivery test and occlusion test due to prime anomaly. The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. No battery out limit alarms noted. The insulin pump was received with minor scratches on lcd window and missing end cap sticker.

Event description:
Customer reported via phone, the insulin pump had alarmed battery out limit and no delivery. Now the buttons were not responding. Customer's blood glucose was 342 mg/dl. The only button that was responding was the down arrow. Customer was working outside where it was hot and she was sweating and had the device underneath her clothes. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.